Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from october 20, 2015 to october 21, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test and a flow rate test were performed without noting any issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor failed to infuse. This was noticed after 24 hours after the device was connected. The pump was filled with 73.6 ml of fluorouracil and 26.4 ml of sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.